Event description:
A ventilator was returned to the manufacturer for service. During the evaluation an issue related to the oxygen blending module board was observed. The oxygen blending module board was returned to the manufacturer's product investigation laboratory for investigation. During the investigation the root cause of the oxygen blending module board failure was found to be due to the u19 on the board being out of specification.